Event description:
The valve implanted by setting pressure 110 under x-ray in (B)(6) 2014 and was applied. Afterwards, the doctor changed to setting pressure 70, and lowered back up to 30 finally. However, the cerebral ventricle is not reduced to the pt, and the symptom of the hydrocephalus has not been improved. The doctor doubts the possibility of not flowing according to the setting pressure of this valve.

Manufacturer narrative:
The incident has been reported to the MFR on 11/13/2014. Results of analysis will be developed in a follow-up report.